Event description:
The customer reported the evis exera iii video system center display a b30 and an e216 error. There was no patient involvement, no harm or user injury reported due to the event. This report is being submitted for the b30 error.

Manufacturer narrative:
Information has been requested but unknown at this time. Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac instructed the customer to clean the connector pins on the scope unit, turn off the cv-190 tower, and plug the scope back in. Afterwards, the error message disappeared and image was restored. In addition, the customer was unable to save images from the last patient procedure. Tac asked the customer to verify the settings for recording images and to make sure the scope setting is on high and standard definition mode. The customer confirmed the that the settings was already on hd/sd . Tac then instructed the customer to complete a test by taking images to verify and pictures were obtained successfully. Lastly, tac informed the customer about purchasing an maj-2087 cleaning kit. The device will not be sent in for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the b30 error could not be identified. However, it is likely the cause is related to stains and foreign matter on the connector pins of the scope. Olympus will continue to monitor field performance for this device.